Event description:
Updated narration: it was reported to medtronic minimed that the customer experienced the pump ran out of power overnight, due to this, the paired devices were removed and was able to pair the mobile back and was not able to pair the transmitter and also received a pump error 53(software error detected) during pairing process. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Issue was not resolved. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceed it by using a new battery cap and a new battery. Unit power up properly after battery installation. Unit was downloaded successfully using (thump software) for reference. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might of trigger the reason complain. The adapt tool reveals that on 12/27/2024 12:48:00.000 and on 12/06/2024 09:38:00.000 low battery alert was recorded. Pump error 53 was also recorded on 01/17/2025 file=709 line=1299. Unit was programmed with test guardian 3 link and test plug simulator. Unit communicated properly with glucose sensor simulator and display the calibrate your sensor alarm properly after completion of the warmup. A calibration value was manually entered, and unit display the programmed value properly on the display graph. No sensor anomalies were noted. Pump sensors feature connection working properly. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the displacement test, self test, sleep current measurement and active current measurement test. No pump error 53 alarms noted during testing, no low battery alarms or unexpected battery power loss noted during testing. Unit functioning properly. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. Pump received with normal operating currents. Unit was cut open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection all connectors including battery flex connector were plugged in properly. No moisture damage noted during visual inspection. The following cosmetic damages were noted: cracked lcd window, battery tube threads - cracked, cracked keypad overlay, label damage (faded), cracked case (battery tube) and scratched case. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. In conclusion, customer concern was not confirmed of low battery alert. Unit was tested successfully. Unexpected mobile or sensor not communicating with pump was not confirmed. Battery power loss and charge/battery lasts less than expected was not confirmed. However, pump error 53 was confirmed during download history files due to software anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the pump ran out of battery/power overnight, due to this, the paired devices were removed and was able to pair the mobile back and was not able to pair the transmitter and also received a pump error 53 during pairing process. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer reports being unable to pair transmitter with pump. Customer reported receiving a pump error. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceed it by using a new battery cap and a new battery. Unit power up properly after battery installation. Unit was downloaded successfully using (thump software) for reference. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might of trigger the reason complain. The adapt tool reveals that on 12/27/2024 12:48:00.000 and on 12/06/2024 09:38:00.000 low battery alert was recorded. Pump error 53 was also recorded on 01/17/2025 file=709 line=1299. Unit was programmed with test guardian 3 link and test plug simulator. Unit communicated properly with glucose sensor simulator and display the calibrate your sensor alarm properly after completion of the warmup. A calibration value was manually entered, and unit display the programmed value properly on the display graph. No sensor anomalies were noted. Pump sensors feature connection working properly. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the displacement test, self test, sleep current measurement and active current measurement test. No pump error 53 alarms noted during testing, no low battery alarms or unexpected battery power loss noted during testing. Unit functioning properly. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. Pump received with normal operating currents. Unit was cut open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection all connectors including battery flex connector were plugged in properly. No moisture damage noted during visual inspection. The following cosmetic damages were noted: cracked lcd window, battery tube threads - cracked, cracked keypad overlay, label damage (faded), cracked case (battery tube) and scratched case. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. In conclusion, customer concern was not confirmed of low battery alert. Unit was tested successfully. Unexpected mobile or sensor not communicating with pump was not confirmed. Battery power loss and charge/battery lasts less than expected was not confirmed. However, pump error 53 was confirmed during download history files due to software anomaly. Isolate to electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.